Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) to clear the alarm. The hp would complete therapy with manual bags. During a follow up with the nurse regarding the alarm, it was found that the issue was resolved and the hp is doing fine. Per nurse, they did not know the cause of the alarm. The nurse stated that hp is been on peritoneal dialysis therapy for a over a year and is aware of the proper procedures. Hp did not have any injury or harm as a result of this incident. The nurse did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).